Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported multiple pump error alarms. Troubleshooting was performed and the alarms were cleared successfully. The pump was able to complete the rewind. The pump passed the displacement test and the self-test. No harm requiring medical intervention was reported.  The customer will discontinue using the insulin pump and will be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Retainer ring = black. Case type = ngp. On 24-oct-2022, the customer alleged for pump error 4, pump error 130, pump error 68, pump error 49, and pump error 23. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test, but failed the sleep current test, problem isolated to pcba 1. Pump failed self-test due to pump error 75, problem isolated to pcba 1. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 on pcba 1. After disconnecting and reconnecting the internal battery connector on j6 on pcba 1, the pump was monitored and functioned properly. In further full review in the pump history found multiple: pump error 68 on the event date of 10/24/2022 05:20:25.000 to 10/24/2022 05:21:11.000. Pump error 49 on the event date of 10/24/2022 05:20:25.000 to 10/24/2022 05:21:32.000. Pump error 4 (esf # = n/a, file number = 32122, line number= 2727) on the event date of 10/24/2022 05:21:07.000. Pump error 23 on the event date of 10/24/2022 05:20:53.000 to 10/24/2022 05:21:49.000. Pump error 75 on the event date of pump error 25 on the event date of 10/24/2022 12:00:37.000 to 10/24/2022 20:49:00.000. Pump error 75, pump error 68, pump error 49, and pump error 23 alarmed during testing. Pump error 4, pump error 130, and pump error 25 did not alarm during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, or motor. Swapping out test boards confirms failed sleep current measurement, problem isolated to pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Customer alleged for pump error 68, pump error 49, and pump error 23 was confirmed. Pump error 4 due to hardware anomaly, problem isolated to the electronic assembly. Pump error 75 was confirmed during testing. Pump error 25 was confirmed. Pump error 130 was not confirmed. Pump passed all other required testing but failed the sleep current test, problem isolated to pcba 1. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to pcba 1. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.